Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient reported that while unwinding, the infusion set tubing had detached at the site while the patient was not wearing the infusion set. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The pump was not dropped with the set connected to the patient's body. No further information available.